Event description:
During the esophagogastroduodenoscopy procedure (egd), the needle of the injection gold probe bipolar/hemostasis catheter would not retract back into the catheter. The physician pulled the device out of the scope. The physician noted that there was no damage to the scope and no needle stick to the operator of the device. The case was completed with this device. The patient's condition was reported to be "ok".

Manufacturer narrative:
The batch number of device used is not known, consequently, the expiration and manufacturing dates are unk. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.